Manufacturer narrative:
A review of the manufacturing paperwork could not be conducted as the lot serial numbers were unavailable. Aneurysm growth in the absence of endoleaks has been defined as endotension in the literature. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. Evidence supporting this hypothesis has been gathered during surgical conversions, translumbar punctures of the aortic abdominal aneurysm sac contents. Due to these observations gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. The device used in this particular case was the original gore excluder bifurcated endoprosthesis. Please note additional devices implanted and related to this event; contralateral leg component (device size and lot numbers unavailable).

Event description:
As reported, in 2004, this patient was implanted with gore excluder bifurcated endoprosthesis trunk-ipsilateral leg component and contralateral leg component. At the three year follow-up, the aaa diameter had increased to 9.5 cm with no signs of endoleak on the cta or the ultrasound. In 2007, the devices were explanted. As reported during the open repair, the aaa sac contained serous fluid exudate. The graft was in place with no signs of proximal or distal endoleak. Explantation followed with implantation of a woven bifurcated graft. The patient had an uneventful postoperative period.